Event description:
Hcp reported that the patient had pdo threads implanted on (B)(6) 2024. On 04/22/2024, according to the hcp, patient came in for a follow-up 10 days post procedure with bunching under the patient's right eye, near the nose. Patient did not report any pain at the time, but felt some pinching from time to time. Hcp decided to leave the thread inside the patient and to massage it until not visible, as it was not affecting the patient. On (B)(6) 2024, hcp reported that the patient presented with more bunching near the right side of the nose under the eye. Patient felt "poking" and sometimes pain. Hcp felt a thread going past the patient's orbital rim, into the eye socket. Hcp removed the thread. On 06/12/2024, hcp reported that the patient is doing perfectly fine, and that no additional follow-up is needed.

Manufacturer narrative:
UDI related data quality updates only. The report represents a correction to a previously submitted MDR 3007895168-2024-00011-001 brand name: demediox version or model: px2x783090a16mb. Company name: demetech corporation. Primary di number: (B)(4). Device description: absorbable polydioxanone surgical suture FDA premarket submission number: k082097.

Event description:
Hcp reported that the patient had pdo threads implanted on (B)(6) 2024. On (B)(6) 2024, according to the hcp, patient came in for a follow-up 10 days post procedure with bunching under the patient's right eye, near the nose. Patient did not report any pain at the time, but felt some pinching from time to time. Hcp decided to leave the thread inside the patient and to massage it until not visible, as it was not affecting the patient. On (B)(6) 2024, hcp reported that the patient presented with more bunching near the right side of the nose under the eye. Patient felt "poking" and sometimes pain. Hcp felt a thread going past the patient's orbital rim, into the eye socket. Hcp removed the thread. On 06/12/2024, hcp reported that the patient is doing perfectly fine, and that no additional follow-up is needed. Update: on 06/18/2024, hcp was contacted to provide pictures of the patient and additional information. On 06/26/2024, another follow-up with the hcp was conducted to provide pictures of the patient and additional information. Hcp provided the implanted date of (B)(6) 2024. On (B)(6) 2024, hcp provided pictures of the patient.

Event description:
Hcp reported that the patient had pdo threads implanted on (B)(6) 2024. On (B)(6) 2024, according to the hcp, patient came in for a follow-up 10 days post procedure with bunching under the patient's right eye, near the nose. Patient did not report any pain at the time, but felt some pinching from time to time. Hcp decided to leave the thread inside the patient and to massage it until not visible, as it was not affecting the patient. On (B)(6) 2024, hcp reported that the patient presented with more bunching near the right side of the nose under the eye. Patient felt "poking" and sometimes pain. Hcp felt a thread going past the patient's orbital rim, into the eye socket. Hcp removed the thread. On (B)(6) 2024, hcp reported that the patient is doing perfectly fine, and that no additional follow-up is needed. Update: on (B)(6) 2024, hcp was contacted to provide pictures of the patient and additional information. On (B)(6) 2024, another follow-up with the hcp was conducted to provide pictures of the patient and additional information. Hcp provided the implanted date of (B)(6) 2024. On (B)(6) 2024, hcp provided pictures of the patient.